Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient felt a little discomfort with stimulation set at .09 on (B)(6) 2019. Patient was able to decrease stimulation and feel relief from discomfort and the issue was resolved. It was also reported that the patient had an allergic reaction to the vicryl thread used for the incision (B)(6) 2019 and patient had to go back into surgery and have that corrected and was tired from that procedure. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.